Event description:
Customer tested his blood glucose in the morning and rec'd a result of 111mg/dl. The customer took insulin as usual and ate a normal breakfast. After eating, he started feeling sick and was taken to the hosp. They tested his blood glucose and rec'd a result of 62mg/dl. The customer was given food to eat and juice to drink. Controls were in range. A request was made for the return of the suspect device, and replacement product was sent.